Event description:
During troubleshooting, a check lines and bags alarm that appeared on the home choice (hc) machine while refilling heater during fill cycle, the home patient (hp) revealed that she had been getting this alarm every time she disconnected the supply bag and added another bag to the line. The technical service representative (tsr) explained that hp should never do this, and inquired if she had spoken to her nurse about this. The hp had not. The tsr advised hp to call nurse as soon as possible to let her know about what she had been doing. The hp stated that she has no choice, because she is tired when the alarm goes off and the phone is too far away. The tsr explained that hp was at a huge risk of infection and recommended that hp call baxter if that happened, and to call the nurse and ask her about adding more solution to the setup to prevent the alarm. The hp understood explanations, agreed to call if the alarm sounded, would not disconnect bags anymore and would call the nurse. No patient injury or medical intervention was reported.

Event description:
During a follow up with the nurse regarding the use error, it was revealed that she did not have any information about the event; however, the nurse confirmed that the hp is doing fine with therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation, and it was not possible to review manufacturing records as the lot number is not known. A cause of the check lines and bags alarm was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error of home patient replacing empty solution bags mid-therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarm is in progress through (B)(4).